Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Review of the complaint history identified no other incidents reported from this lot. A definitive cause for the reported leak/loss of fluid column in this incident could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the fluid column leak. It was reported that this was a mitraclip procedure to treat grade 4 mitral regurgitation (mr). During functional inspection (fluid column test) of the steerable guide catheter (sgc), the fluid did not stay in the sgc hemostatic valve. The sgc was discarded and replaced with another sgc. No additional information was provided.